Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized. The customer's mother reported that the customer had a blood glucose level of 500 mg/dl several days prior to the call. The caller also reported that the insulin pump had motor error alarms and button error alarms in the past. The caller also reported that the keypad was not functioning properly. The insulin pump was not replaced or returned for analysis.